Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a device was returned for examination. The device analyzed is broken in two pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "on (B)(4) we created a mismatch activity and 3 follow ups were sent. Could you please help us deal with the extra product. Extra product information: attune fb tibial impactor 254401003 lot# au3883662".